Manufacturer narrative:
The reported complaint was verified. Analysis found the wrenches could not engage the setscrew to untighten it due to calcified body fluid filling the setscrew inset.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for generator change out. The setscrew in the atrial port could not be backed out to release the lead. The physician used a bone cutter, the lead was successfully removed. The lead was tested and successfully connected to the new device. Patient was doing well and would be monitored with routine follow ups.